Manufacturer narrative:
H3: one device was received for evaluation. No previous service history. The review of the event history log found no related records. The reported problem was not duplicated/confirmed as visual inspection of all the four internal circuit boards found no indications of heat damage or failed components of any kind. Preventative measures were taken where the interconnect board had dbd0 configuration preloaded, installed a new battery and initiated configuration transfer from interconnect board. The device powers up without any errors. Installed standard 1a12 configuration for testing. The device then passed all functional testing.

Event description:
It was reported that when plugged in you could smell the burn and see smoke, no physical damage reported. There was no patient involvement.